Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced device exposure into her vagina. The patient had an examination and explantation of the device under general anesthesia. Interoperative findings noted a 2-4 yellow device exposure into the vagina.

Event description:
As additionally reported to coloplast, though not verified: prior to the explant of the device, the patient also experienced vaginal pain, bladder mesh protrusion from the vagina, vaginal discharge, issues during intercourse (husband states he can feel something hard and has noticed scratches on his penis), dysuria, frequency/urgency and urinary tract infection with hematuria.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.